Manufacturer narrative:
Additional information: h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had a connection issue with a solution bag; further described as "it was not locked and kept spinning". This was observed during priming for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.